Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. A number of stent segments were deformed with some struts raised. The distal tip was damaged. (B)(4)

Event description:
It was reported that the physician was attempting to use an endeavor sprint drug eluting stent to treat a slightly calcified lesion. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure, resistance was encountered during delivery and the device failed to cross the target lesion. No excessive force was used. The physician used another device to complete the procedure and commented that the event was due to use of the device in difficult lesion morphology/anatomy - the event was procedural related, not device related. No patient injury. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed